Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow-up, an atrial interference deactivation episode was observed, caused by emi. Oversensing on the ventricular channel was observed. No actions were taken. The patient is in good condition.